Event description:
A report was received that the patient was explanted due to an infection at the ipg site. The patient's symptoms were fever and drainage. The patient was prescribed oral antibiotics. The physician doesn't believe the infection was device or procedure related. The patient was doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50, serial#: (B)(4), description:enh st ld kit,50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.